Manufacturer narrative:
Sponsor assessed event is possibly related to antiplatelet but not related to study device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the 2nd rpl was treated with one resolute onyx drug eluting stent. Approximately 1 month post index procedure, patient suffered congestive cardiac failure. Patient expired 10 days later. The investigator assessed the event as not related to the device or to anti-platelet medication.

Manufacturer narrative:
Cec assessed the event as cardiac death. Heart failure non stent thrombosis. If information is provided in the future, a supplemental report will be issued.